Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is often stress overload. Age of instrument is 12 years.

Event description:
Allegedly, during a laparoscopic bowel case one of the jaws fell into the patient and per customer's director of sterile processing, the jaw was quickly retrieved by the doctor . The procedure was completed, no other intervention was required .